Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt result when run in duplicate by the customer. The repeat troponin test result was negative. A negative troponin result was what was released to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. The fse did replace the pmt power supply and valve manifold, however this action is not considered a contributing factor. The instrument is performing within specs.